Manufacturer narrative:
The complaint of 'disconnection' can be confirmed. Received two (2) used list #unknown spinning spiros mated to two (2) used extension sets. Both spiros came back activated and attached to the extension sets, however the spin collar of the male luer could be spun off leading to separation. No spline or shear tab damage were noted on either spiros. Each spiros was functionally tested and dimensionally measures and met product performance specifications. The probable cause of the separation on spiros 1and 2 is unknown. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a spinning spiros¿, closed male luer where it was reported that the spiros is attached to the filtered extension set. Customer hears the crack, confirming that the spiros should be bonded to the tubing. After hearing the crack when attaching the spiros to the tubing, the customer can easily remove the spiros or it comes disconnected itself. There was unknown patient involvement and unknown harm. No additional information was provided by the end user.